Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire distal tip detachment occurred. A 185cm jtip kinetix plus guide wire was selected for use and advanced to cross the lesion within the coronary artery. However, when the device was removed from the patient, the physician noted that the guide wire tip was missing. The physician decided to leave the tip inside the patient given that the detached tip was not possible to retrieve. No additional procedure was performed as the patient was stable without complications. The physician will proceed to monitor of the patient as expected for this procedure without any special intervention.